Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead showed out of range shock impedance measurements. A revision took place and this rv lead was surgically abandoned while the device connected to a new lead. Prior to the revision fluoroscopy was performed but no fracture or connection issue was evident. No additional adverse patient effects were reported.